Manufacturer narrative:
(B)(4). Batch # p91y18. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Event description:
It was reported that during a laparoscopic colon resection, the generator displayed an alarm of 'relax pressure on blade.' The gray ring is broken inside the handpiece. This same issue happened again. The generator displayed an alarm of 'relax pressure on blade.' The gray ring is broken inside another handpiece. They tried three different cords and three different handpieces and three different generators. Case completed with another device, sonicision. There were no patient consequences reported.